Event description:
It was reported that the patient lost consciousness due to hypoglycemia on 11apr2025. The patient's blood glucose (bg) levels dropped below 40 mg/dl while wearing the pod between 4 and 24 hours. The patient was reported to have been unresponsive and was given a glucagon injection before calling the ambulance. Upon arrival of the paramedics, the patient regained consciousness and was given juice. The patient did not require medical assistance for the paramedics. The patient stated that they believe the incident was due to the use of u-500 insulin and that they plan to connect with their physician.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported loss of consciousness and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. *please note that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 1.1.6 smartphone operating system: 18.3 smartphone hardware: iphone14.6 cgm sensor type: g6